Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation shows that the testing suggests that the rotation of osteotome/cannula assembly against a hard bone with correct procedure technique does not cause significant yielding. The samples obtained from the field showing cannula breaking and significant yielding may have been over-rotated. The slight bend in one cannula from field also suggests that the cannula may have been advanced without stylet.

Event description:
It was reported that during a two-level vertebroplasty procedure, the cannula fractured within the patient. The broken distal tip of the cannula was retrieved from the patient without incident, and no patient complications were reported.